Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, missing of plug strap and void >1 mm in non-textured valve-to shell-bond area. A microscopic analysis and leak test were performed which identified one opening crease sharp, broken sharp of plug strap and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening. Broken sharp of plug strap assessed as unidentified (tear) opening. Missing of plug strap assessed as inconclusive.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.